Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a procedure on (B)(6) 2010. According to the complainant, post procedure, the patient has been suffering from pain, discomfort and vaginal discharge. The dates of onset of the complications are unknown. All other information is unknown and reportedly unavailable.